Event description:
Cph rp cardiosave power up test failed, 11.11.2025; cardiosave power up test failed. No one was harmed. We are waiting for the customer to approve the quote to go onsite. Once the quote is approved and the fse goes onsite, more information can be requested by the relevant fse cardiosave hybrid type I plug technicians remarks: wd: 2019-11-01, CT: null, so1d 2025-10-02, so2d 2024-11-07.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) power up test failed and unable to have a calibrated touchscreen. There was no patient involved.

Manufacturer narrative:
Other contact phone number:(B)(6). Updated field: b1, b4, b5, b6. B7, d8, d9, d10, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field h6 medical device problem code, health impact code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the fault log not available, exact error code of power-up test that failed was not recorded by fse. During investigation it was noticed that the touchscreen was unable to be calibrated. The device was shipped to the workshop where they performed electrical safety testing, calibration checks and adjustments. The display monitor to video generator board kit was replaced. The device passed all safety and functional tests before being returned for normal use.